Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032455) on (B)(6) 2013. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("ultrasound reported one essure device essentially in the endometrial cavity/ a piece of essure was found extruding from the uterus / malposition of essure device location of device: endometrial cavity"), device dislocation ("two coils on the right side one of which was hanging in my uterus") and device breakage ("a piece of essure was found extruding from the uterus") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils on the right side one of which was hanging in my uterus" from (B)(6) 2009 to (B)(6) 2013 and device difficult to use "doctor had problems placing right coil; obtained assistance from another doctor" on (B)(6) 2009. Medical conditions: (B)(6) 2009 - three month test to make sure that the tubes were blocked 2013 - ultrasound - two coils on the right side, one of which was hanging in uterus, left side seemed to be in place. Previously administered products included for an unreported indication: depo provera from 2005 to 2009. Concomitant products included baclofen, lamotrigine, morphine sulfate, oxycodone since 2011, propranolol and sertraline. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced menorrhagia ("periods became heavier and more intense/bleeding was so heavy/heavy menses"), dysmenorrhoea ("pain was completely unbearable/ dysmenorrhea(cramping)"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding(vaginal)"), rash ("stomach rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, back pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), pruritus ("itching") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),laparoscopy with laparoscopic-assisted vaginal hyster). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the device expulsion and menorrhagia had resolved. At the time of the report, the device dislocation, device breakage, dysmenorrhoea, weight increased, pruritus, depression and dyspareunia had resolved and the vaginal haemorrhage, urinary tract infection, rash, migraine, headache, nausea and fatigue outcome was unknown. The reporter considered depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pruritus, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: successful uterine tube occlusion. Total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes: method: 3323 ¿ no testing methods performed. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint; 92 ¿ device not returned. Medical assessment: the medical events reported are known possible undesirable events and not indicative for a quality defect per se. The medical events were reported with an occurrence over a period of 3,5 years. The case refers also to a deployment issue. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information and the outcome of the technical investigation there is no reason to suspect a quality deficit. Most recent follow-up information incorporated above includes: on 12-feb-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication.. Events vaginal bleeding, urinary tract infection, stomach rash, migraines, headaches, nausea, dyspareunia, fatigue added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device expulsion ("ultrasound reported one essure device essentially in the endometrial cavity"), device dislocation ("two coils on the right side one of which was hanging in my uterus") and device breakage ("a piece of essure was found extruding from the uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils on the right side one of which was hanging in my uterus" from (B)(6) 2009 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain, back pain and abdominal pain lower, device breakage (seriousness criterion medically significant), the second episode of device expulsion ("a piece of essure was found extruding from the uterus"), menorrhagia ("periods became heavier and more intense/bleeding was so heavy/heavy menses"), dysmenorrhoea ("pain was completely unbearable"), weight increased ("weight gain"), pruritus ("itching") and depression ("depression"). The patient was treated with surgery (underwent a diagnostic laparoscopy with laparoscopic-assisted vaginal hysterectomy with removal) and surgery (underwent a diagnostic laparoscopy with laparoscopic-assisted vaginal hysterectomy with removal). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the menorrhagia had resolved. At the time of the report, the device dislocation, device breakage, the last episode of device expulsion, dysmenorrhoea, weight increased, pruritus and depression had resolved. The reporter considered depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pruritus, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful uterine tube occlusion. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ medical assessment: the medical events reported are known possible undesirable events and not indicative for a quality defect per se. The medical events were reported with an occurrence over a period of 3,5 years. The case refers also to a deployment issue. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information and the outcome of the technical investigation there is no reason to suspect a quality deficit. Most recent follow-up information incorporated above includes: on (B)(6) 2017: potential legal summon documents received, new reporter, lab data, product indication update, events pelvic pain abdominal and back pain, cramping, weight gain, itching, depression, ultrasound reported one essure device essentially in the endometrial cavity, a piece of essure was found extruding from the uterus and a piece of essure was found extruding from the uterus were added..and heavy menses club with previous event.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.